Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the patient's chest wall infusion port was punctured and after puncturing and injecting fluid, a leak was noted at the metal needle connection of the indwelling needle, which was subsequently re-implanted with a single-use implantable drug delivery device indwelling needle with no adverse effects to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the infusion device was confirmed and the cause was determined to be supplier related. The product returned for evaluation was 20ga powerloc infusion set without y-site. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the bard supplier. The returned product sample was evaluated and a leak was observed at the needle. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: ¿ the needle swiveled easily within the needle housing which indicated a firm bond did not exist ¿ the needle was removed from the housing with little effort this is a supplied component and the supplier has been notified of this event. The implicated device was determined to be manufactured prior to implementation of the associated corrective actions. This complaint will be recorded for future trending and monitoring purposes.